Event description:
Pt undergoing cardio pulmonary bypass (cpb) in 2003. Ten minutes into the cpb pt's po2 decreased. System was checked, but troubleshooting did not reveal a problem. Pt's po2 increased after few minutes. No explanation was found. Pt required support to wean from cpb. Pt died in ICU. Investigation continues, oxygenator failure is considered one of the possible causes. There has not been a definitive explantation on cause. Reference 1718850-2004-1 and 450638-2003-10.